Event description:
It was reported that an unspecified quantity of minicaps were broken resulting in iodine leakage; traces of iodine were found in the belt where the patient kept the transfer line. This occurred during use of the devices for peritoneal dialysis (pd) therapy. The caps were replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: ten (10) samples were received for evaluation. A visual inspection was performed, and it was noted that the returned devices were broken. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.